Manufacturer narrative:
(B)(4). Date sent: 10/23/2020, batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the knife blade wouldn't retract. The manual override was used to remove and a new device was used to complete the case with no patient consequences.